Manufacturer narrative:
Visual examination of returned product found it exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. All pieces were returned. Attempts to obtain additional information have been made; however, no more information is available at this time.